Manufacturer narrative:
(B)(6) follow up MDR for device evaluation: one IV set assembled with our injector, was provided to our quality team for investigation. Upon visual inspection of the products, no damage or other defects were observed. Functional testing was performed, in all cases liquid could flow throughout the system, no resistance was identified, and no evidence of an obstruction was found. A particle was observed within the filter. Characterization testing was completed and found the particle is consistent with the material used by atom to bond the injector onto the IV set. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on our investigation and sample evaluation, we cannot identify a root cause related to our device or process at this time. It was determined the particle likely generated from the material used to bond the components by atom. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about flow issue. It was reported that when the customer used the double type and tried to flow the antiemetic from the non-anticancer drug and abraxane from the phaseal route, but it did not flow. When they exchanged the infusion set, it could be used without a problem.